Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call device issue. The customer's blood glucose was unknown. Trouble shooting was performed and found blank display continued after the battery was inserted and completed process. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to j7/pcb 1 during visual inspection.